Event description:
It was reported the screen locks up and that outputs can't be adjusted. It was also reported rate and output lock up after making an adjustment and nothing can then be adjusted. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb) and the encoder flex. This analysis could not confirm the failures related to the pcb, a full functional test was performed and all tests passed. However it was confirmed that the encoder flex was defective, intermittent circuit continuity was noted on the encoder flex.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; main printed circuit board assembly is out of specification. Analysis also found the upper and lower cases are broken, the battery release and battery drawer are contaminated, battery contacts are compressed, encoder flex isdamaged, lead flex cover is corroded, missing silicone on the main printed circuit board assembly and lcd (liquid crystal display) connectors and ventricular output connector, and heart lead flex is misaligned. It is noted some damage due to non medtronic person disassembling and reassembling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.